Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08730 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 09-may-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 09-may-2025, these pump error(s)/alarm(s) were noted: three no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 06:00:37.000 and 06:10:00.000 during bolus and basal delivery. No delivery alarm/insulin flow blocked alarm during testing. Related svn#: (B)(4) event date of 20-nov-2024, there is no unexpected alarms/suspends recorded in the formatted history file. Related svn#: (B)(4) event date of 02-jan-2025, there is no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay, serial number label fading and keypad overlay texture damage. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Battery cap damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also ketones were very high. The customer reported blood glucose value of 600 mg/dl and sensor glucose value was more than 400 mg/dl at the time of event. The customer had an emergency medical services dispatched and admitted to emergency room for treatment for less than 24 hours. Also, the customer was passed out at the time emergency room admission. The customer was treated with IV insulin drip. The event involved products mmt-1884l, mmt-7040a, unomedical and mmt-332a. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode/smartguard feature was active at the time of the event. Customer told that the insulin pump in use was leading up to the hospitalization. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer has returned the device for analysis. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.